Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
Pt suffering from back and right l5 dermatomal reference pain for 3 months before presenting to clinic (B)(6) 2010. X-rays showed grade 1 spondylolithesis. The MRI report l5-s1 spondylolithesis showed bilateral severe narrowing of the neural foramina with compression of the existing l5 nerve roots, which appeared to be worse on the left side. Pt underwent a procedure for primary lateral lumbar discectomy and posterior fusion, l5-s1 on (B)(6) 2011. During the procedure nerve roots were noted as swollen and a decision was made not to place plif cages. Upon the 1st post-operative review on (B)(6) 2011, pt complained of hypersensitivity and pain right l5 dermatome below the knee. Pt had begun physiotherapy. On (B)(6) 2011, the 2nd post-operative review noted pt as struggling with severe pain right l5 and s1 dermatomes.